Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer changed the supplies and resumed insulin delivery. The customer's blood glucose (bg) level was in the 600's (mg/dl) and the bg level was addressed with a bolus via the pump. Reportedly, the customer reverted to an alternate unspecified method of insulin delivery.